Event description:
Caller reported a tandem mobi cartridge alarm during pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the issue and arranged to replace the pump with updated software, while the customer continued using their current pump. Caller understood the instructions for returning the problematic pump and acknowledged receipt of a replacement. Additionally, a request was made for three cartridge replacements due to the cartridge alarm, and pump settings were attached for further reference.